Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer experienced high blood glucose. Blood glucose reading was 504 mg/dl. Other blood glucose was 28 mmol/l. Customer reported that blood glucose was not come down with bolus. Customer reported that blood glucose came down manual injections. It was unknown that auto mode feature was active or not at time of event. No further patient complication were reported. Insulin pump will not return for further analysis.